Event description:
It was reported that air entered the access tubing from the priming bag and a leak was coming from the post sampling port pigtail. The leak reportedly occurred due to a crack which was noticed at the inner part of the sampling port connection to the oxygenator.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was received during follow-up. The leak occurred during the priming phase as the rotations per minute (rpm) were increasing. To resolve the issue, the priming bag was hung straight with the help of two hanging holes on it. The leak from the post sampling port pigtail was confirmed to be a fluid leak, not an air leak. There was a sound from the pump head and visible air bubbles continuously forming inside the priming bag; this is how it was known that the fluid leak occurred. There was no alarm from the console because air was forming in the priming bag, entering the access tubing, and the bubble sensor was attached on the return line of the oxygenator. All connections were securely fastened before the priming procedure started. There were no loose connections found once the leak was observed. A video was provided of the leak. The video shows two venting lines connected to form a circuit. Leaking is visible at the luer lock connection to the blue and red three-way stopcock. It does not show the cracked component. The device was fully inspected for damage prior to use and was not dropped at all. Once the crack was observed, it was immediately replaced with normal pigtails from the intensive care unit (ICU). The reported problem did not result in any delayed or missed treatments. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. A defect in the luer lock-positive adapter was identified as the cause. A video was provided showing two venting lines connected to form a circuit. Leakage is visible at the luer lock connection to the blue and red three-way stopcock. The reported error pattern is known. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.